Event description:
Reportedly, patient expired approximately after an implant duration of 0.37 months (in 2007, after an implant date of 7/6/2007), due to unknown reasons. Unknown if patient death is device related. No further information regarding this patient was received.

Manufacturer narrative:
Device not returned.